Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Troubleshooting was performed. Customer stated that the second occurrence of replace battery alert without a low battery warning. Customer stated that serial number sticker was peeled off the back. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Device was received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the serial number label located between the belt clip rails has rubbed off and become illegible, and the display window cover is missing. Finally the keypad overlay is peeling off at the upper left and upper right corners.